Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 119-307 mg/dl. Reportedly, the customer changed the infusion set and cartridge to address the occlusion. The customer resolved the issue prior to the report with tandem technical support (cts), therefore, troubleshooting could not be performed to determine the cause of the occlusion alarm.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.